Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What product code was used on this patient. Sxpp1b410 or sxpp1b409 or both? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Did the patient experience infection? If yes, were cultures performed? Results? Was a second surgical procedure performed on the patient? If yes, date of second surgical procedure. Appearance during second procedure. Does the surgeon believe there was an alleged deficiency of the suture that contributed to the reported event? Lot used on this patient? If applicable, will product be returned for evaluation, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent total abdominal hysterectomy and videolaparoscopy on (B)(6) 2019. The patient had active sex life after 45 days of surgery and was asymptomatic. On (B)(6) 2019, the patient experienced acute pain, heavy bleeding and drained purulent secretion. On (B)(6) 2019, the patient underwent re-suture. Additional information has been requested.